Event description:
A caller reported a cgm error 42 related to their g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a complete pump reset, which resolved the cgm error. The caller was advised to wait 20 minutes before starting a new sensor session, and they acknowledged and understood the guidance.